Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose event of 300 mg/dl which was treated by correction bolus via pump and there was occlusion alarm event in which blockage was likely at the site due to infusion set cannula was bent on (B)(6) 2026.